Event description:
It was reported that the patient underwent a spinal procedure. It was reported that the pituitary came apart at the tip. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for evaluation. The superior shaft is cracked at the centerline of the pivot pin, on one side. The location, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.